Event description:
It was reported that pump experienced repeated cartridge alarms, including cartridge alarm 30, with consecutive cartridges and no issues during loading process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed warranty and shipping details, instructed customer to place old pump in storage mode and return it within 10 days using provided materials, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump.